Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur.¿

Event description:
It is reported a patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, the patient will be revised due to loosening of the cup. The cup will be removed and replaced.